Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the damaged rail on the right side. A field service engineer (fse) replaced rails on the right side to resolve the issue. The functionality of the drawer was successfully validated through testing via hardware test application (hta). The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer rail was fallout from the drawer. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.